Manufacturer narrative:
B5: updated part of event description adding dates. H6. Method code 4: added code.

Event description:
On (B)(6) 2006, case 4 underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, computed tomography angiography imaging identified a 5 mm increase of the aneurysm diameter and that thrombus density all around the graft fabric had altered, thereby suggesting a type IV endoleak.

Manufacturer narrative:
H6. Patient code 1: updated code. H6. Device code 1: updated code. H6. Method code 2,3: added codes. H6. Results code 1: added code. Following multiple requests to the complainant, gore has not received additional information on this medical device incident. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak.

Manufacturer narrative:
Please note: this medwatch report is associated with MFR report# 2017233-2019-01005 (same patient). Lot numbers of the gore® excluder® aaa endoprostheses involved in this event were not provided in the article. Review of the manufacturing records subject to availability.

Event description:
The following publication was reviewed: saitta gm, gennai s, munari e, et al. ¿new conception of relining in the endovascular aneurysm sealing era: a monocentric case series study.¿ annals of vascular surgery 2019;56:351.e1-351.e7. (Published online: 24 october 2018). This monocentric case series study evaluates endovascular aneurysm sealing (evas) relining as an alternative to open conversion and in the absence of dedicated materials to treat type iii and type IV endoleaks in 5 patients using the nellix® device. All 5 patients were male with mean age of 73.6 ± 2.1 years where 2 cases had urgent and 3 cases elective relining procedures. At the time of initial implant, 2 patients were treated with gore® excluder® aaa endoprostheses, whereas all other patients had afx® devices with vela¿, endurant¿, or no proximal extensions implanted. Technical success with the evas relining technique and complete aneurysm exclusion was achieved in all patients. Median recovery time was 3 days. The authors concluded that evas relining is safe and no post-operative death had occurred. On an unknown date in 2006, case 4 underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. During multiple follow-up controls conducted at other facilities, ultrasound examinations demonstrated the aneurysm sac to slowly and continuously grow without evidence of an endoleak. On an unknown date in (B)(6) 2017, computed tomography angiography imaging identified a 5 mm increase of the aneurysm diameter and that thrombus density all around the graft fabric had altered, thereby suggesting a type IV endoleak. In addition, there were no issues with the endoprostheses' proximal and distal sealing zones. A subsequent relining procedure of 180 mm was performed with two nellix® devices and good final result was achieved.